Manufacturer narrative:
Investigation: review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir. Received 373 unused iag bc 20ga units in sealed packages from catalog number 382533, lot number 8304898. A sample size of 76 units is required for ¿functional a¿ defects (flashback); 76 were pulled and performed the following: visual/microscopic evaluation: ¿ the needles had the proper bevel cut and the secondary bevels were present. ¿ observed the needles were not bent, pinched or had gripper damage to the needle. ¿ no holes, kinks, splits, or wrinkles were found in the catheter tubing. ¿ the actuator and septum were properly seated lie distance was within the acceptable range of 0.001 ¿ 0.023 inches. Flashback test: (artificial vein) ¿ the fluid took less than one second to show a visible flow within the catheter near the notch. ¿ there was flash in the catheter and in the flashback chamber. A sample size of 45 units is required for ¿functional b¿ defects (leakage beyond the septum), 45 units was pulled from the previous 76 and performed the following: blood escape time test for iag bc: ¿ blood escape time test was performed. ¿ the testing fluid did not leak out of the adapters before the timer expired the defect blood leaks out of control plug was not confirmed or replicated with the returned units. The returned units did not display any adverse characteristics that would contribute to leakage beyond the septum. The defective unit described in the incident report was not returned for evaluation therefore; a definite cause cannot be assigned at this time.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter blood valve malfunctioned and caused blood leakage. This occurred on 4 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no: 382533 batch no: 8304898. It was reported that the blood valve malfunctioned, causing blood to leak out after insertion. Hospital had an insyte autoguard that malfunctioned. This was a 20gx1.00 in., item# 382533 lot # 8304898. After insertion, the blood control valve malfunctioned, causing blood to flow. They were able to remove one case of this affected product from their inventory. Today, all the units have been alerted to this issue and are investigating the individual supplies that may have been dispensed throughout the hospital.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter blood valve malfunctioned and caused blood leakage. This occurred on 4 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no: 382533 batch no: 8304898. It was reported that the blood valve malfunctioned, causing blood to leak out after insertion. Hospital had an insyte autoguard that malfunctioned. This was a 20gx1.00 in., item# 382533 lot # 8304898. After insertion, the blood control valve malfunctioned, causing blood to flow. They were able to remove one case of this affected product from their inventory. Today, all the units have been alerted to this issue and are investigating the individual supplies that may have been dispensed throughout the hospital.